Manufacturer narrative:
The force bipolar has been returned and evaluated by the failure analysis team. The instrument was found to have broken grips at the base, with a detached piece measuring approximately 8.95 mm x 4.97 mm. The broken piece was returned with the instrument. Further inspection of the returned instrument identified additional damage, including a broken molded insulator on the grip tips and a broken conductor wire. Additional observations related to the customer complaint confirmed the presence of both a broken conductor wire and a broken molded insulator. The missing fragments were estimated to measure approximately 0.9 mm x 0.4 mm, indicating that a portion of the instrument detached and was not returned with the instrument. This finding confirms that a fragment separated from the device and was not recovered with the returned product. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a broken tip. The procedure was completing as planned with no reported injury.